Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act button and the backlight were sticking. It was also reported that the reservoir compartment was damaged and could not be locked fully and customer was able to smell insulin. Customer's blood glucose was 150 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.